Event description:
Medtronic received info that during extraction from the heart, the tip of this cardiac sump cannula detached from the body of the cannula. The tips were able to be retrieved with no adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt, visual inspection revealed the distal tip was detached from the device. Microscopic visual inspection verified evidence of solvent bonding 360 degrees around the detached tip and within the inside diameter of the cannula tube. This indicates the tip was boned to the tube at one point in time. Conclusion: analysis confirmed the tip of the pump was detached from the tube when received. The manufacturing facility has been informed of this issue and further testing will be performed on unused samples returned from the customer. When additional information is received, this event will be update and a follow-up report provided to the FDA.